Event description:
It was reported that there was noise on the shock electrogram (egm) of this right ventricular (rv) lead. Technical services (ts) analyzed device data and found that the shock lead impedance was risen to greater than 200 ohms which was out of range. Ts discussed troubleshooting options including possible replacement. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted the helix was extended and calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that there was noise on the shock electrogram (egm) of this right ventricular (rv) lead. Technical services (ts) analyzed device data and found that the shock lead impedance was risen to greater than 200 ohms which was out of range. Ts discussed troubleshooting options including possible replacement. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that there was noise on the shock electrogram (egm) of this right ventricular (rv) lead. Technical services (ts) analyzed device data and found that the shock lead impedance was risen to greater than 200 ohms which was out of range. Ts discussed troubleshooting options including possible replacement. No adverse patient effects were reported. Currently, this lead remains in service.